Manufacturer narrative:
Product not returned.

Event description:
It was reported that oversensing was observed when the device was charging, but then the charge was aborted because of double counting of the qrs and made the device think there was a potential ventricular episode. Programming changes were made. Patient condition was stable.